Event description:
The catheter was installed in 2004 and explanted 7 months later after the pt developed different symptoms related to an infection. Post explant, it was found that the catheter was leaking in region around the cuff.